Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the active exhalation control module was found to be faulty and an internal tubing misalignment was observed. The device's active exhalation control module was replaced and the internal tubing reconnected to address the issues. The device had evidence of tampering.